Manufacturer narrative:
Could not duplicate complaint of overheating. Unit operated at high rpms for 10 minutes in each direction with no overheating. All functions perform as expected. No problem found. (B)(4)

Event description:
During shoulder arthroscopy procedure, red area noted 1" below posterior portal near patients deltoid muscle. Mdu was noted to be hot to the touch. Also in use was an fms duo pump connected to the d2. Mitek vapr had also been used during the surgical case. No patient status information available.